Event description:
The customer reported the circuit breaker continued to trip thereby shutting down the system. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord assembly was replaced. The system was then found to be operating as intended.